Manufacturer narrative:
E1 initial reporter establishment name - (B)(6) e1 address 1(B)(6) date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a static across the entire screen displayed during inspection for use of an olympus gastrointestinal videoscope. There was no patient injury reported.